Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had an incorrect and damaged label. No report of injury or medical intervention. No report of blood exposure to mucous membrane.